Manufacturer narrative:
The complaint device(s) were not returned to the manufacturer. Our investigation was therefore based on the event description and results from previous descriptions of similar complaints. Results: our records indicate that this is the only complaint of this nature received for the given lot number. The missing adaptors are most likely due to operator error during the manufacture of the product. Conclusion: we have an open CAPA item to address such complaints and to put measures in place to reduce and/or prevent recurrence of such errors. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.0027%.

Event description:
Reporter reported to our distributor that adaptors were found to be missing from 10 units of the rt329 infant continuous flow breathing circuit kits, prior to patient use. No patient consequence was reported.